Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with short pauses. The patient had symptoms of fatigue. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.